Event description:
The physician was attempting to remove the coil from the renal artery when the coil broke in the rotating hemostasis valve of the microcatheter. The coil was completely removed from the patient with the microcatheter. The procedure was successfully completed and the patient was reported to be "fine."

Manufacturer narrative:
Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report.